Manufacturer narrative:
Additional, changed, and/or corrected data: b.6.

Event description:
Healthcare professional reported "capsular contracture" baker grade unknown "ruptured" "free fluid" "silicone lymphadenopathy" against a left side device. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the photographs identified an opening and red biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The events of lymphadenopathy, seroma-late and capsular contracture baker grade unknown are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, seroma-late, capsular contracture baker grade unknown and rupture.

Event description:
Healthcare professional reported "capsular contracture" baker grade unknown "ruptured" "free fluid" "silicone lymphadenopathy" against a left side device. Device was explanted.